Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat an unspecified artery. An unspecified balloon catheter was being advanced over the hi-torque balance middleweight universal ii guide wire (bmw) guide wire when resistance was felt between the two devices. The balloon catheter and guide wire had to be removed as a single unit. After the guide wire was outside of the anatomy, it was noted that the guide wire was uncoiled and frayed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the lot number was not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Factors that may contribute to the difficulty to advance/position the guide wire and cause resistance between the devices may include, but not limited to, manufacturing, device placement technique, guiding catheter support, anatomical conditions/patient anatomical morphology, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, condition of the balloon catheter, coagulation of blood or procedural contaminates. The investigation was unable to determine a conclusive cause for the reported difficulty to advance. Although the investigation was unable to determine a conclusive cause for the reported difficulty to advance, the reported difficulty to remove, tip break and stretched coils appear to be related to case circumstances of the procedure and likely due to manipulation against resistance with the balloon catheter. There is no indication of a product quality issue with respect to manufacture, design, or labeling. E1: reported is a physician.

Event description:
Na.

Event description:
Subsequent to the initially filed report, the following information was received: the guide wire is a hi-torque balance middleweight universal guide wire not a hi-torque balance middleweight universal ii guide wire.

Manufacturer narrative:
Nab5: the guide wire is a hi-torque balance middleweight universal guide wire not a hi-torque balance middleweight universal ii guide wire.